Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/23/2022, it was reported by a facility representative via sems that qty. 2 of an abs-10011 acp kit series I had failed during use (2 out of 10). This was discovered during use with no impact to the patient. Additional information has been requested. On 09/16/2022, the facility representative replied via email and stated the following information: both devices failed in the same prp procedure on (B)(6) 2022. The 6ml syringe failed to stay in place while drawing blood and fell out causing blood to spill. Air bubbles were observed during the blood draw. There was no impact or any harm reported to the patient or the facility staff. Both devices have been discarded. Additional information has been requested on how the site was decontaminated and how the case was completed. On 09/26/2022, the facility representative replied via email and stated the following information: the site was decontaminated after the blood spill by using an emergency spill kit, and the procedure was completed by using another abs-10011 acp kit series I, a lot number was not provided.